Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a battery out limit and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she put new batteries in her pump and still received a blank screen. The customer stated that she changed the batteries 4 times within the last month. The customer was advised that she had an off no power alarm history. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer was advised to call back to troubleshoot.